Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) ECG could not recognize signal. The spare device was immediately replaced and used. No personal injury was caused.

Manufacturer narrative:
Due to character restriction block e1 event site telephone is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found the cables needed to be replaced. The fse replaced the ECG cable and ECG lead wire (0012-00-1155-02, and 0012-00-1157-02) and the unit passed all functional and safety tests.

Event description:
N/a.